Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. Damage was identified on multiple blades. Blade 1 had no damage. Blade 2 had the proximal segment detached with the distal portion of the distal segment lifted. Blade 3 had 2mm of the distal portion of the distal segment detached. No other issues were identified during the product analysis.

Event description:
It was reported that balloon blade lifted. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. During the procedure, lesion was tight and ivus could not pass. Pre-dilatation was performed using a non-boston scientific dilation catheter. A 10mmx2.00mm wolverine coronary cutting balloon was used but failed to traverse the lesion. Dilation was performed six times at 12 atmospheres at the deepest point just before the lesion, but it still would not advance further. The 10mmx2.00mm wolverine coronary cutting balloon was removed without issue for inspection, revealing one blade was almost detached, but not completely detached. The procedure was completed using another of the same device. There were no complications, and patient is stable post procedure.

Event description:
It was reported that balloon blade lifted. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. During the procedure, lesion was tight and ivus could not pass. Pre-dilatation was performed using a non-boston scientific dilation catheter. A 10mmx2.00mm wolverine coronary cutting balloon was used but failed to traverse the lesion. Dilation was performed six times at 12 atmospheres at the deepest point just before the lesion, but it still would not advance further. The 10mmx2.00mm wolverine coronary cutting balloon was removed without issue for inspection, revealing one blade was almost detached, but not completely detached. The procedure was completed using another of the same device. There were no complications, and patient is stable post procedure.